Manufacturer narrative:
The device and lead terminal segments were returned to boston scientific nearly four years after the patient's death. Upon receipt at our post market quality assurance laboratory, the three terminal legs were evaluated. The df-segments were severed 4.5 cm from the terminal pin and the is-1 segment was severed 5.5 cm from the terminal pin. Continuity testing was performed on the segments and all segments passed; no irregularities were noted on the lead segments.

Manufacturer narrative:
The device was not returned to boston scientific crm. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during the implant procedure; this patient with known ischemic heart disease and several significant comorbidities passed away. This implantable cardioverter defibrillator had been placed in the pocket and connected to the right ventricular defibrillation lead with normal measurements; however, defibrillation threshold testing could not be performed as prolonged runs of ventricular tachycardia required several shocks from the external defibrillator. Fluoroscopy was used to check for pericardial effusion and pneumothorax, this was negative. The patient could not be resuscitated. The cause of death was attributed to sudden cardiac death. The patient's physician did not feel that the device had malfunctioned. There was no allegation against the device. The device was deactivated and remained with the patient.